Manufacturer narrative:
Catalogue # was reported as 3700. Fa-2021-056. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. The blue side key clamp was partially engaged during the therapy, which possibly caused or contributed to non-delivery of medication. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The manual instructs the user to confirm safe operation and to never operate the sigma spectrum infusion pump unless all of the following safe operations are being practiced; ensuring that IV sets or container vents are properly functioning, that tubing clamps are in the proper positions and that tubing is free from kinks or signs of collapse outside the pump to prevent undetected upstream occlusions. Observing the drip chamber to verify that there is no flow from the fluid container when the pump is stopped. Ensuring the drip rate approximates the pump¿s flow rate during run operation. Ensuring correct patient, correct route and correct drug. Ensuring pump settings, for example; drug/concentration, dose mode, dose rate and time. Monitoring vital signs and IV access sites per facility¿s standard practice of care. Monitoring the infusion to ensure that the infusion is delivered as intended. It also provides step by step instruction for the proper set up of an infusion with the device. As described in the instructions for use (IFU) issued by the manufacturer, incomplete disengagement of the blue slide clamp from the IV tubing is one of the common causes of upstream occlusion. The IFU also instructs users that it is imperative to fully resolve any upstream occlusion before restarting the pump. Failure to fully resolve any upstream occlusion before restarting the pump can cause the pump to not re-alarm as expected. The pump adjusts occlusion detection after the user acknowledges an upstream occlusion alarm; for the remainder of that infusion, the upstream occlusion alarm will not alarm per its baseline settings. If an upstream occlusion persists after the clinician does not fully resolve the occlusion, the alarm may not recur as expected. The manufacturer also warns that if an upstream occlusion remains after the run/stop key is pressed, the pump may appear to be infusing normally, though it may be infusing below the programmed rate or not infusing at all. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hypotension during intravenous infusion of neosynephrine (phenylephrine/ antihypotensive) using a spectrum infusion pump while being transferred to the intensive care unit. The patient¿s blood pressure (bp) decreased further and was treated by "increasing the dose while managing the patient". Over a few hours of therapy the dose was increased up to 100 mcg/kg/min and, additionally, "several other medications" were administered to stabilize the patient. The clinician noticed that the container of the drug solution was still full while the pump indicated that the 250 ml bag of the drug solution had "almost" been infused entirely. The clinician also observed that the blue slide clamp was partially engaged. No additional information is available.